Event description:
In 2009, the patient was implanted with gore tag thoracic endoprostheses to treat a thoracic descending aortic aneurysm. The physician had difficulty advancing the device through the 24 fr gore introducer sheath with silicone pinch valve despite manipulation of the device catheter by pulling and pushing it. After a few unsuccessful attempts, the physician decided to remove the device catheter from the patient. During removal, a computed tomography angiography showed a broken part of the delivery catheter and the device was deployed inappropriate place, covering the both renal arteries. The patient was converted to open surgical repair. When the physician clamped the abdominal aorta, the patient's blood pressure dropped rapidly. The patient was in cardiac arrest due to shock, and expired in the operating room.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Code - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further evaluations are being conducted.